Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported single leaflet device attachment (slda) appears to be related to the challenging patient anatomy due to the chordal rupture on the anterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 2 implanted mitraclips. The clip remains in the anatomy and the customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed because the third deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, and required an additional mitraclip for stabilization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation with a grade of 4+. There was chordal rupture on the anterior leaflet with a flailed segment. Two clips were successfully implanted and the mr was reduced to 3+. The third clip delivery system (cds) was advanced to the mitral valve leaflets and the clip was deployed. The mr was reduced to 2+; however, upon deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr returned to 4+; therefore, a fourth clip was implanted to stabilize the slda clip and reduce the mr. With the four clips implanted, mr was reduced to grade 1-2. No additional information was provided.